Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) and chr(complaint history record) review cannot be completed for the given serial number ((B)(4)), as there was no information available in sap for the particular serial number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help o 8100 unit serial # (B)(4). Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: tech get error on 8100 unit when doing a pm test "patient side occlusion" steps to try and resolve the issue is first run calibration test if still failing replace bottom sensor for pressure and can replace both, once replace still get same error unit has to come in for services repair. Tech thank me very much for my assist.